Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 4 mdrs filed for the same patient (reference 3002806535-2016-00763 & 1825034-2016-03826 / 03828).

Event description:
It was reported in operative notes received that patient underwent a right hip revision procedure three days post-implantation due to superficial infection. During the procedure, the femoral head and taper adapter were removed and replaced with competitor product.